Event description:
¿Case 21¿. Lcx-, imaging post balloon and post stent. First catheter slipped from the pim and stopped pulling back for 3 consecutive acquisitions. Replaced with a new catheter. This second catheter did a full pullback post stenting without issues.

Manufacturer narrative:
A review of the (B)(6) logs determined that three consecutive pullbacks were incomplete when the pim jaws released during acquisition. In 2 out of the 3 failed acquisitions poor oct image quality is also observed in certain segments of the pullback, resulting in several "red frames". The catheter was not returned. The complaint is confirmed.